Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was a defective t1, q4 and q9 components on the ca board. The root cause for the defective components was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.